Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose ranging from 400 mg/dl to 600 mg/dl. The customer's daughter also reported the customer was receiving a battery out limit alarm on their insulin pump. The daughter stated the batteries were out of the insulin pump for a greater duration allowed by the insulin pump. The daughter was advised this was normal insulin pump behavior. Advised the customer to monitor their insulin pump. No additional information provided.